Event description:
The customer contacted beckman coulter (bec) in regards to erroneous elevated accutni result within the risk stratification range for one patient generated by the access 2i (lxi) immunoassay system. The erroneous result was not reported out of the laboratory. The sample was repeated on an alternate access 2i unit and lower result within the normal reference range was obtained. Qc charts, all three levels of accutni qc were within the customer's established ranges prior to the event. The customer loaded a new accutni reagent pack and performed assay qc; level 1 and level 2 qc failed out high while level 3 qc passed within the established range set by the customer. On (B)(6) 2001, a bec field service engineer (fse) was dispatched and discovered air bubbles in the dispense probe tubing and wash pump. Fse performed the following: replaced the o-ring between the wash pump and manifold and verified that there were no air bubbles. A routine system check and a high sensitivity system check; both passed within instrument specifications. The customer re-calibrated the accutni assay and performed assay qc. Qc passed within the customer's established ranges. The fse ran ten replicate precision test using the low level accutni qc; all results obtained were 0.04 ng/ml, well within the stated precision claims of the assay.

Manufacturer narrative:
The accutni sample was collected in a lihep plasma tube with a gel separator. The customer centrifuges samples for ten minutes at 3400 rpm at room temperature. All of the results in the presentation table above were obtained from the primary tube analyzed through the close tube accession. Although service was dispatched and addressed a hardware issue, a definitive root cause has not been determined to date for this event.